Event description:
Nurse attempted to prime the IV plumset tubing with IV fluid when the end section fell off. A second set of tubing with the same lot number was opened. The same end section of the tubing fell off.